Event description:
When customer leaned back in wheelchair, the j3 back popped off. The customer fell back; hitting his head. E/u was going up a ramp to his doctor's office and had not noticed that his j3 back had unlatched and was loose, when he leaned back, he fell from the chair, striking his head. He was seen by his doctor "for a concussion" but no other medical attention was sought as far as the dealer knows. Low shcs m6x1x20 pl blk io.

Manufacturer narrative:
MFR opened CAPA# to address this incident and issued to request and authorize return of device for evaluation.